Manufacturer narrative:
A4: no patient weight available. Per the gore® cardioform septal occluder instruction for use, in the section "potential device ¿ or procedure-related adverse events". Adverse events associated with the use of the occluder may include, but are not limited to: device embolism. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore a 30 mm gore® cardioform septal occluder was selected to treat a patent foreman ovale (pfo) on (B)(6) 2024. The device was implanted without issue. Then the patient presented to the emergency room with leg pain on (B)(6) 2024. It was found the device had embolized. It is unknown if there was any vigorous coughing or other issues after the original procedure. The device was removed during a transcatheter procedure. There were no complications reported, and the patient tolerated the procedure. The pfo was not repaired during the device removal procedure. It is unknown if any additional surgeries are scheduled.